Event description:
It was reported that prior to implant, the right ventricular lead would not extend when lying straight on the table, even when the wire was straight. No matter how many turns were applied the lead could not be extended, as there was too much torque. The lead was not used in the patient and was replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared damaged at implant. Visual analysis noted that the helix has a slight bend to it but is still within specification.